Manufacturer narrative:
D10 concomitant products: cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36 (lot#:a3m1830y), cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36 (lot#:a3m1830y), cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36 (lot#:a3m1830y), cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36 (lot#:a3m1830y), cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36 (lot#:a3m1830y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the suture experienced breakage as the thread of the suture broke. Multiple defective devices were involved, with 40 pieces returned and 7 used, all from the same product ID and lot. The defective products were discarded, leaving only the outer packaging. The suture was not treated or hydrated prior to use, and a continuous suturing technique was employed. The device was opened 10 minutes prior to use. It was confirmed that more than one defective device was involved, and all were from the same product ID and lot. No additional new suture was used without issue. There was no patient involved.

Event description:
It was reported that intraoperatively, the sutures experienced breakage as the thread of the suture broke. Multiple defective devices were involved, with 40 pieces returned and 7 used, all from the same product ID and lot. Another lot of normal suture was used resolve the problem. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.